Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 68.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 14 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.